Event description:
It was reported during a da vinci-assisted benign hysterectomy surgical procedure, that the instrument's hook was unable to articulate. The procedure was completed with no reported injury. Attempts have been made to obtain additional information from the customer concerning the reported event with no success.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis found the primary failure of derailed yaw cable to be related to the customer reported complaint. The instrument was found to have a derailed yaw cable at the distal idler pulley. The yaw motion may be non-intuitive as a result. The root cause of the derailed instrument grip cable is attributed to a component failure. An additional observation not reported by the site was also identified. The instrument was found to have a broken distal idler pulley. A piece approximately 0.027" x 0.021" in size was missing. A review of the instrument log for the instrument associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022 on system sk1629 with 1 use remaining. No image or procedure video was provided for review. This event is being reported as a malfunction based on the following information: failure analysis identified that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. Device expiration date for section d4 was left blank. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Manufacturer narrative:
Failure analysis engineer (fae) completed the device evaluation. Fae found failure analysis's initial findings were partially confirmed. It was confirmed that the instrument had a derailed yaw cable at the distal idler pulley and that the yaw cable was loose. The housing was removed and the cable tension in the proximal end was also found to be looser than normal. The loose grip cable likely caused the yaw cable to be derailed. The damage to the distal idler pulley was determined to be mechanical indentations/burrs that resulted from the derailed yaw cable rubbing against the pulley and degrading it over time. The root cause is attributed to a component failure. It was additionally observed that there were mechanical indentations/burrs to the proximal clevis. The root cause of this is attributed to mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.